Manufacturer narrative:
As reported, upon opening a 6f/7f mynx control vascular closure device (vcd), the tech noted a bit of sealant hanging out of the bottom of the device where the slit was located. When the tech attempted to insert the device into an unknown sheath, the sealant swelled and was unable to advance. The sealant had started to deploy, and there was a visible bend in the distal end of the balloon shaft after removal. The vcd was removed and another mynx control from the same lot was used without issue. The product was stored and opened per the instructions for use (IFU). The packaging showed no damage, and the device did not enter the patient. The user was trained in the use of the device. The device never made it past the valve of the sheath. The device was prepped according to the IFU. No excess force was applied during insertion. The device was discarded and could not be returned; however, a photograph was provided for analysis. Per the picture analysis, a section of the mynx catheter was noted, and the following condition could be observed: the balloon was deflated, the sealant sleeves were open due to the blood-exposed sealant, which swelled at manufactured position. No other anomalies of the product could be noticed with the attached picture. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿mynx control system-impeded¿ could not be confirmed through picture evaluation since the applicable test could not be performed. Also, the reported event of ¿atraumatic tip-kinked/bent¿ was not confirmed since there were no damages noted to the portion of the atraumatic tip visible in the received picture. However, the reported event of ¿mynx control system-deployment difficulty-premature¿ was confirmed through picture analysis due to the exposed condition of the sealant noted from the damaged sealant sleeves. The exact cause of the failures experienced by the customer could not be conclusively determined during picture evaluation. Based on the information available for review and picture analysis, it is difficult to determine what factors may have contributed to the events reported. However, procedural/handling factors (although it was reported that excess force was not applied during insertion) may have contributed to the damaged condition of the sealant sleeves noted, and the subsequent exposure of the sealant and reported impedance during device insertion. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ based on the picture analysis and information available for review, there is no indication to suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon opening a 6/7f mynx control vascular closure device (vcd), the tech noted a bit of sealant hanging out of the bottom of the device where it was slit. When he attempted to insert the device into an unknown sheath the sealant swelled and was unable to advance. The sealant had started to deploy, and there was a visible bend in the distal end of the balloon shaft after removal. The vcd was removed and another mynx control from the same lot was used without issue. The product was stored and opened per the IFU. The packaging showed no damage, and the device did not enter the patient. The user was trained in the use of the device. The device never made it past the valve of the sheath. The device was prepped according to the IFU. No excess force was applied during insertion. The device was discarded and cannot be returned however a photograph was provided for analysis.